Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device would not seal. There was minimal blood loss that was controlled using a clevenger device. A second device was used to complete the procedure. No adverse consequences reported. Additional information: the device was being utilized in double tap mode and did not wait to hear the end tone. Usually look at lateral tissue around the jaws, look for blanching, then proceed to advancing the blade. The patient is doing fine.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was functioanlly tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of test media performed as expected.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the pt fell unconscious due to low blood glucose levels and was subsequently hospitalized.